Manufacturer narrative:
The insulin pump was received with intermittent blank display due to corroded battery tube spring. No a21 alarm noted during testing and the insulin pump passed displacement test, a21 error test and self test. The insulin pump had cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart continuously. Customer's blood glucose was 7.1 mmol/l. The customer stated that the alarm occurred during normal use. The customer was advised that the device would be replaced. The customer was advised to monitor and may continue to wear pump until replacement arrives.